Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 1st april 2024. Section g3 - date received by manufacturer: 22nd may 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: an unfolder vitan inserter was received inside a plastic bag. A plastic cartridge insert was also received. A fiber was received inside a plastic bag with a piece of foam. No smartload was received for evaluation. The customer provided photos were evaluated. The photos display the suspect product foreign material which can observed to be metal-like material. The handpiece photo was evaluated, and no issues could be observed. Visual inspection was performed under magnification revealing a fiber inside a plastic bag. The fiber was sent to eag laboratories for evaluation. As per the evaluation results, the foreign material was identified as a titanium alloy with low levels of salts. The complaint issue foreign material - loose was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a metal part was discovered during the implantation of the preloaded intraocular lens (iol). The material found was removed. No injury was reported. The iol remains implanted. No further details were provided.

Manufacturer narrative:
Correction: following investigation, the decision was made on (B)(6) 2024, that it was more likely the metal fragment originated from the vitan inserter, rather than the intraocular lens (iol). Hence, we are updating the suspect product in this complaint file to the inserter used with the preloaded device. We are submitting this follow up report on our device dk9000 (inserter). Section d1 - brand name: vitan. Section d2a - common device name: folders and injectors, intraocular lens (iol). Section d2b - device product code: mss. Section d3 - establishment name: (B)(6). Section d4 - model number: dk9000. Section d4 - catalog number: dk9000. Section d4 - lot number: 0090. Section d4 - UDI number: (B)(4). Section d6a - implant date: not applicable. The inserter is not an implantable device. Section d6b - explant date: not applicable. The inserter is not an implantable device. Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 26-jun-2024. Section g4 - PMA/510(k) number: k191949. Section h4 - device manufacture date: 17-sep-2020. Additional information: device evaluation: one inserter was received within a biohazard bag. Photograph analysis of the image provided by the customer revealed two dk9000 handpieces with the reported lot number as well as an image of the metal particle. The returned vitan handpiece was disassembled and inspected for evidence of titanium material damage from the device. Neither the four (4) lead threads of the plunger component of the handpiece nor the barrel of the device showed any indications of missing material that was observed as part of this complaint. This handpiece was also compared to an equivalent handpiece in-house to assess if there were differences that might point to a detached particle. Inspection of the handpiece clearly showed that the pushrod was bent and should be removed from use per our directions for use. Manufacturing record evaluation: the manufacturing records for the inserters were reviewed. The products were manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.